Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at approximately 11:30 pm, the patient received a low alert from the cgm and the patient¿s mother reported attempting to verify the reading using a blood glucose (bg) meter; however, the meter displayed information in a language they could not understand. During this time, the patient experienced symptoms of shakiness and was unable to move. An ambulance was called at approximately 11:45 pm. Upon arrival, a fingerstick test was performed, and while the cgm continued to display low, the blood glucose reading was 600 mg/dl. The patient was treated with intravenous insulin and transported to the hospital. No additional treatment was reported, and the patient was discharged after approximately 6 hours. There was no documentation of further medical evaluation or intervention. At the time of reporting, the patient was stable and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.